Event description:
On (B)(6) 2012, the patient reported that she was hospitalized for hypoglycemia. The patient reported that on the (B)(6) 2012 she work up, felt unwell / exhausted, and returned to bed at 9:00am. She said she did not bolus, eat, or exercise but slept until 6:00pm when her roommate found her unconscious and called the paramedics. The patient reported that her blood glucose (bg) was 27mg/dl and she was transported to the emergency room. She stated that she was treated with intravenous dextrose and released the same day. The patient noted that she was discharged on her usual insulin pump therapy and did not experience any further bg excursions. The patient reported that she was hospitalized three times for hypoglycemia in the past two months (on (B)(6) 2012, on an unknown date in (B)(6) 2012, and on (B)(6) 2012). The patient said that her physician believed that the hypoglycemic events were caused by her increased activity (on a rowing team), significant intentional weight loss (20 pounds in two months), and inadequate setting adjustments. The patient stated that she was working with her physician, but she believed the rates were not adjusted quickly enough to accommodate her exercise and weight loss. The patient reviewed the pump with customer technical support (cts) and revealed that there was a recent issue with the date on the pump. The history showed, and the patient confirmed, three replace battery alarms in the early morning hours of (B)(6) 2012 (at 1:42am, 4:43am, and 4:46am). The patient reviewed the pump with customer technical support (cts) and revealed that there was a recent issue with the date on the pump. The history showed, and the patient confirmed, three replace battery alarms in the early morning hours of (B)(6) 2012 (at 1:42am, 4:43am, and 4:46am). According to the alarm history, the date changed from (B)(6) 2012 to (B)(6) 2012 between 1:42am and 4:43am. The patient said that she does not recall when she replaced the battery, but thought it was just once. The patient stated that she was uncertain if she manually changed the date incorrectly or if the pump changed the date without user intervention. She said that she noticed the incorrect date on (B)(6) 2012, and corrected it before the call; she confirmed that she did not have to correct the time. At the time of the call the patient confirmed that the time and date were correct. Cts advised the patient to discontinue insulin pump therapy and use a backup plan for insulin delivery until a replacement pump arrived. Cts urged the patient to continue to adjust the pump settings with her physician upon receiving her replacement pump. This complaint is being reported based on the following conclusion: the hypoglycemic bg excursion was likely caused by an inadequate adjustment of pump settings to the reported weight loss and increased activity. Although there is a possibility of a malfunction (spontaneous date change), it is highly unlikely that this alleged malfunction was responsible for the hypoglycemia. It is doubtful that an inaccurate date would affect basal rate delivery or bolus calculations.

Manufacturer narrative:
The cause of the hypoglycemia was reported to be an inadequate adjustment of pump settings related to increased physical activity and significant weight loss. The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the black box history revealed that the total daily dose appeared to be inconsistent due to manual time and date change. The rewind, load and prime steps were performed on the pump with no alarms noted. The pump was exercised for 24 hrs with no alarms. 3 boluses were performed on the pump and all were successfully performed and recorded in pump history. 1 bolus was successfully performed when the pump and meter paired and successfully recorded in pump history. There were no delivery issues found with the pump. During investigation, the date was set to (B)(6) 2012 and reset to (B)(6) 2012 after returning to the main screen. The pump was unable to hold the date of (B)(6) 2012. A software issue was found to be the cause of the reported date issue. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Also unrelated to the complaint, evaluation revealed a faded and discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.